Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain and infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of the infection or contamination, removal of the device is indicated." "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incisional infection, infection, fever, chest pain, incision pain and port site pain."

Event description:
Doctor reported a "port wound infection". Lap-band(r) surgical revision was performed to remove and replace the infected access port. Doctor reported an additional event of "access port site pain."